Event description:
It was reported that the device reached elective replacement indicator prematurely. The device was explanted and replaced. During the implant, the left ventricular lead was too small for the vein. The lead was not used and a bigger lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. High battery impedance occurred, leading to elective replacement indicator (eri). Eri due to high battery impedance was logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).